Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of foreign object found inside the connector could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a clave¿ connector where it was reported a foreign object was present when the nurse eplaced a connector for a patient, she found black foreign objects inside the connector. She immediately gave the patient a new disposable connector, which can be used normally. The intention for used for joint closure during intravenous infusion therapy, and for fluid replenishment through injection windows during joint closure. It was also stated that the no injury.there was patient involvement but no patient harm.